Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for a urine sample for 1 patient tested for tpuc3 total protein urine/csf gen.3 (tpuc3) on a cobas 6000 c (501) module. The erroneous results were reported outside of the laboratory. A sample from this patient "in the fall" was tested for tpuc3 on the c501 module with a result of 1.08 g/l. The sample was tested by the beckman method (colorimetric application) and the result was 0.09 (unit of measure not provided). On (B)(6) 2018 the tpuc3 result on the c501 module was 0.28 g/l. The sample was tested by the colorimetric application and the result was 0.12 (unit of measure not provided). The customer stated the urine sample was clear. There was no allegation that an adverse event occurred. The c501 module serial number was not provided.

Manufacturer narrative:
The unit of measure for the beckman method was g/l. The customer provided information clarifying the event: on (B)(6) 2018 a new urine sample was obtained and tested by the colorimetric application and the result was 0.12 g/l. On (B)(6) 2018 this sample was repeated on the c501 module with results of 0.27 g/l and 0.28 g/l.

Manufacturer narrative:
Review of the customer's qc data found it was acceptable.

Manufacturer narrative:
A review of the reaction monitor showed an unstable sample curve. The result of 0.27 g/l showed a sharp increase in the sample curve which is abnormal. The patient's igg, iga and igm results were normal in (B)(6) 2017. The concentration of renitec the patient is taking is not known. Since calibration and qc were acceptable, a general reagent and hardware issue can be excluded. The patient sample could not be investigated as it had been stored incorrectly at the customer site. The investigation was unable to find a definitive root cause.